Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tgt3415/7691148, tgt3415/7735583). A type ii endoleak of unknown origin was observed during the procedure; however the physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. The type ii endoleak reportedly persisted. The diameter of the aneurysm was 67 mm. Subsequent follow-up imaging showed that the endoleak persisted, and the aneurysm reduced to 60 mm; however on (B)(6) 2012, two year follow-up imaging showed that the diameter of the aneurysm enlarged to 69 mm. Non-contrast computed tomography (CT) was performed, so it was unknown if endoleak was present. Subsequent follow-up imaging showed that the endoleak persisted, and the diameter of the aneurysm was 70 mm. No further information is available.